Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse for the customer called in to report a motor error alarm and a button error alarm. The customer's blood glucose level was 180 mg/dl. The nurse was advised to monitor the device and call back if problems persisted. No further details were provided.